Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be connected to the pacemaker that was being implanted. Therefore, the physician elected to implant a new pacemaker instead which was able to connect with the ra lead. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to connect was confirmed. The device was returned for analysis. Analysis revealed improper insertion of the torque wrench caused setscrew to be stripped, which was the cause of the reported event. The reported event was consistent with having occurred during the procedure. Electrical, mechanical, and longevity analysis was normal with no anomalies.